Event description:
Pt had insertion of new mynx closure device post cardiac cath and developed pain and swelling at insertion site several days post procedure after discharge. Local reaction to vascular closure device. No drainable fluid collection. No significant infection.